Event description:
Note: this manufacturer report pertains to the second of five devices that were used during the same procedure. Refer to associated manufacturer reports #3005099806-2008-04556, #3005099803-2008-04557, #3005099803-2008-04559, and #3005099803-2008-04555 for a description of the other devices. It was reported to boston scientific corporation in 2008, that a resolution clip was used during a esophagogastroduodenoscopy (egd) procedure six days prior, for treatment of active bleeding. According to the complainant, the resolution clip could not be deployed due to a broken grip. The procedure was completed with another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The 2008, 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.